Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt reported that they were recently hospitalized and when they were in the hospital, they didn't charge their implant. Pt said that now their implant is not charging. Pt said the hospitalization was not related to the device. Pss had pt reset their controller. Pt saw no visible damage to the controller. Pt plugged the controller into the ac power supply without the battery pack inserted and the controller did not power on; pt said that the ac power supply was lit up green and the outlet they used has other things that worked plugged into that outlet. Pt inserted the battery pack and the controller was still unresponsive. Pt said the battery pack was sitting tight inside the controller. Pt said that they really need to use their therapy for their sciatic pain and the pain starts a lot of times at night when they are lying down. Pt said their pain has come back ever since there stay in the hospital; pss understood this as the pain came back because the pt's implant battery was depleted and the therapy is not working because of that. Pt said that they charged their controller up today; pt seemed confused on the call and pss was unsure that the controller was actually charging. Pt mentioned seeing "no device found" on their controller screen at one time and said that the controller doesn't recognize their device; pss reviewed this information with the pt. Pt has an upcoming appointment with (B)(6) at (B)(6) hospital on october 8th at 2:15 pm for an injection. Pt will call ps back once they receive controller replacement for assistance with set-up and passive recharge mode. The issue was not resolved.  Upon further review, repair called the pt back and repair discovered while troubleshooting with the patient that the battery pack was damaged and broke off inside the controller. Repair is sending replacement battery pack to the pt, not a replacement controller. Pt may still call back with assistance for set-up process and prm. Pt called back and says they get either a connect the recharger or no device found screen when charging implant. I had them attempt to charge implant, and they get a screen saying to connect recharger, even though it already is. Unplugging didn't resolve. Ps had them plug in ac power cord of controller and the screen wouldn't come on, so that tells me the port of the controller must be the issue. Pt again mentioned they have sciatic pain as they did in original call, and have trouble walking.

Manufacturer narrative:
Continuation of d10: patient product ID 97745bp lot# nlh062183n .product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the 97745bp patient programmer (ptm) battery pack serial number (B)(6) revealed a broken case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.